Event description:
It was reported that the patient presented to clinic after receiving a vibratory notifier. Review of stored episodes revealed post-sensed t wave oversensing. Programming changes were made. Patient condition is fine.